Event description:
It was reported that approximately one day post implant of the right ventricular (rv) lead, diaphragmatic nerve stimulation was detected at the device check. It was also reported that the rv lead was re-positioned due to twitching. Physician indicated that the rv lead slack was too loose. No patient complications have been reported as a result of this event.